Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found fluid ingression on main board, bubbled dso seal, and rusty/dirty battery compartment. The event history log was unable to be review, as the device wouldn't turn on. Functional testing was able to verify the reported problem. It was determined that the fluid ingression to the main board was the root cause. The mainboard, dso sensor, and battery compartment were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an alarm with a dark screen. There was unknown patient involvement.